Manufacturer narrative:
(B)(4)

Event description:
The loosened screw(s) was (were) placed on l1. It was reportedly unknown whether both side or one side developed the loosening. No complication reported. The revision was performed as planned. The surgeon commented that the loosening might have happened because no bone grafting was performed into the level (l1-l2). It was also reported that the surgeon had a plan before the initial surgery to cut the rods after achieving bone fusion at levels l2-l4.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent anterior and posterior fusion at levels l1-l5 to treat l3 compression fracture on (B)(6) 2014. Bone grafting was performed on l2-l4. On an unknown date after the patient achieved bone fusion at levels l2-l4, screws at levels l1-l2, l4-l5 were found to be loosened. Revision was scheduled on (B)(6) 2015 to cut rods between l1 and l2, as well as l4 and l5. No complications were reported.